Event description:
The customer called to report that they were hospitalized for high blood sugar levels. It was indicated that they were treated with an insulin drip. Prior to the event, the customver gave manual injections to treat hbgs, but was unable to lower bgs. It was reported that the customer is taking antibiotics for a sinus infection and has an increase in stress level.